Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon would not deflate. The physician placed a taxus express2 3.5x16mm drug eluting stent to the 80% stenosed lesion located in the mildly tortuous, noncalcified, mid right coronary artery (rca). The stent was fully deployed at 16 atms. When the physician attempted to deflate the balloon, it would not deflate. At this point, he pulled negative, reinflated, drew a constant negative with a syringe and attempted to push forward, with no success. During this time, the pt experienced chest pain and st elevation. The physician was finally able to remove the balloon while it was still inflated. The device was intact. The stent was post dilated with a different balloon catheter, type and size unk. The procedure was completed successfully and the pt status is "fine."